Manufacturer narrative:
Customer tested the sample by tube method and results were negative. Customer retested the sample and results were negative. Customer returned sample for testing, but also requested service verify performance of the instrument. Splatter was present in the centrifuge area of the instrument. A service call was performed; the washer manifold was loose. It was secured and alignment was verified. Splatter from centrifuge was observed. The shake period was adjusted from 96ms to 100ms. Qc was acceptable. The patient sample was tested on an in-house with retention ready-screen, lot g149. The results were negative. The sample was tested by tube method using panocell reagent red blood cells and immuadd as the potentiator; no reactivity was detected at any phase of testing. The presence of the c and s antigens were confirmed on retention, lot g149.

Event description:
Customer reported an unexpected negative reactions for antibody screen on the abs2000. A patient that had a negative antibody screen on the abs2000 had a positive screen in a gel panel. From the gel panel, patient sample contained anti-c and anti-s reacting 1+.